Manufacturer narrative:
A review of device history records for mfg revealed no complaint related issues. Investigation could not be completed; no conclusion could be drawn as no device was returned.

Event description:
It was reported that during an open reduction interbody fusion (orif) procedure of 5th metacarpal, the surgeon selected one of the stardrive screwdrivers out of the set. As he was inserting the screw, the tip of the driver twisted and bent and would not hold the screw. He then selected a second driver out of the set, and it also twisted and bent while inserting the screw. A 3rd driver from the set was selected, (one that is shorter without a retaining sleeve). The surgeon was able to complete the procedure with the 3rd driver by holding the screw manually to insert it into the hole. The procedure was extended by about 15 minutes. There was no harm to the pt. This is 2 of 2 events for this report.